Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged and the battery was warm to the touch. There was no reported impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
Additional information was received on may 3rd, 2023, stating a power source alert was received after turning on the pump. The battery was confirmed to be hot to touch. The pump was replaced to address the issue.